Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report, a supplemental report will be submitted when results are available.

Event description:
It was reported that there was telemetry issues and an explant was required as a result of the event. It was noted that it was not possible to communicate with the implantable neurostimulator (ins). It was noted that the patient said that it stopped suddenly. Additional information received reported that the implantable neurostimulator (ins) stopped suddenly. It was noted that there was no problem with the charge and suddenly there was no paresthesia and no possibility to communicate with the stimulator. It was noted that the patient reported that they could charge the stimulator correctly but there manufacturer representative could not be sure because the representative could not communicate with it. It was noted that there was no electromagnetic interference; it appeared some days ago. It was noted that another recharger and programmer was not used. It was noted that there were no test done to understand the cause of the event. It was noted that during surgery they tried to communicate with the stimulator directly but were not successful. It was noted that a physician mode recharge was not performed. It was noted that it was not known if recharging was performed properly. It was noted that there were no recharging issues. It was noted that it was not known when the last time the ins was recharged. It was noted that x-rays were not available and it could not be confirmed that the ins was not flipped. It was noted that no further information was available. It was noted that the device was implanted in june. Additional information received reported that the patient did not receive the therapy anymore.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) had a reduced capacity due to the overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.